Event description:
It is reported that the customer had high blood glucose levels of 164 mg/dl. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer was advised to change the entire infusion set. The customer continued to receive a no delivery alarm. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.